Event description:
It was reported that on (B)(6) 2019- patient got off the toilet and knee popped out of place and then back into place. On (B)(6) 2019- surgeon removed implant. Once removed, the ps post was broken. The hospital lab currently has the implant.

Manufacturer narrative:
It was reported that patient got the knee popped out of place and then back into place. Surgeon removed the implant and found the post was broken. The associated legion ps high flexion insert, used in treatment, was not returned for evaluation. Thus the product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of instructions for use revealed the alleged failure is previously identified in the possible adverse events. Per our risk assessment, possible causes could include but not limited to lifetime of device or trauma injury. A medical analysis noted two provided x-ray photos don¿t indicate a reason for the broken insert. One photo that confirms the broken post was provided. No further clinical assessment is warranted at this time. Without the return of the actual product involved and no patient¿s weight-bearing status, medical history, bone quality or fall/trauma history available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.